Event description:
It was reported that the right atrial (ra) lead had a probable fracture, experiencing high impedance, no capture or sensing. The lead was removed, replaced and returned to the manufacturer. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments to the manufacturer, analyzed and tested out of specification. The distal conductor was fractured. All conductors were distorted, stretched and had blood/body fluid (not obstructed). The distal conductor had a fracture from overstress. The outer insulation had a cosmetic cut, a breached cut, cosmetic depression, and breached depression. The lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.